Event description:
T was reported by service report that the head right wheel was worn to the extent that the tire material was coming apart. There was pt involvement, no adverse consequences are reported.

Manufacturer narrative:
Wheel.